Event description:
Hcp reports pump and catheter were explanted approx 6 mos ago due to infection. A new pump and catheter were implanted in 2004. A follow up report will be sent when add'l info is obtained.